Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device confirmed the reported fracture. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : shop order (B)(4) was identified for the insert. Protocols and acceptance certificate were reviewed. The quality documents show that the data obtained on the insert conformed to the specification valid at the time of production.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2020 the patient underwent primary hip prosthesis surgery. On (B)(6) 2020 the same patient underwent surgery to revise the ceramic insert acetabular implant that broke. Product: 121882750, batch: 8382846.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that the patient experienced pain and loss of mobility with the implant. There was no surgical delay. Affected side was the right side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Examination of the provided photographs confirms a ceramic material fracture as reported. It is not possible to determine a root cause using photography. A review of the device manufacturing record and material certifications was performed. There are no indications of any pre-existing material defect. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : protocols and certificate of conformance were reviewed. The quality documents show that the values obtained on the ceramic liner are according to specifications valid at the time of production. Device history review : protocols and certificate of conformance were reviewed. The quality documents show that the values obtained on the ceramic liner are according to specifications valid at the time of production.